Manufacturer narrative:
The event was initially submitted under a 5-day report due to administrative error/misclassification. Upon review, it was determined that the event did not meet the 5-day reporting criteria but qualified for a 30-day report. This correction is submitted to ensure accurate reporting in accordance with FDA requirements. See 3019004087-2025-04005 follow up # 1 for correction.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing frequent low blood glucose (bg) readings and stated they had paused the ilet. The highest blood glucose (bg) recorded was 255 mg/dl. The agent reviewed proper low bg correction using the 15 g/15 min method and advised keeping emergency carbohydrates available rather than disconnecting from the device. The user declined the recommendation and ended the call. Blood glucose (bg) was corrected through ilet corrections. No symptoms during the event, outside assistance, or medical intervention were reported.